Event description:
It was reported that there was no alleged product issue and that the device was explanted. Diagnostic testing and troubleshooting had included a dye study and checking the logs. Patient symptoms had included less than fifty percent therapy relief. The patient had responded well initially to pump treatment but for ¿some time now¿ he had felt like his symptoms had returned, crps pain, despite increase in daily dose. It was also reported there was ¿often¿ a 2-5ml discrepancy when refilling the device. The consultant performed a catheter dye study and the catheter was found to be fine. The patient; however, decided he wanted the pump explanted to allow him to commence with racz (percutaneous epidural neurolysis). The ¿pain team¿ replaced the medication in the pump with saline and programmed the pump to minimum rate for return. The date of the explant was not provided and the pump was not replaced. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver hydromorphone and clonidine. It was later reported that the pump had been implanted without allegation. The patient had wanted to try another therapy (racz). The therapy couldn¿t be done with a pump being implanted as the patient and pump could have been damaged. It was confirmed it was a ¿prophylactical¿ explant. In terms of the volume discrepancies, it was reported there were no malfunctions seen. The discrepancies were within specifications and no root cause would be determined.

Manufacturer narrative:
(B)(4). Analysis of the pump found s2 over infusion of the pumphead with insufficient pump tube occlusion. Dispense testing was performed and the test failed with over infusion. Stop pump testing revealed when the pump was stopped and the pump head rollers were in a certain position that fluid was leaking past the pump head rollers. Additional dye testing to see if dye could was seen leaking around pump head rollers proved to be inconclusive. It was decided that more testing was needed to help find a root cause and work is being done on defining what additional tests are needed to be performed. Once further testing has been defined and performed, the event may be re-opened to update analysis.